Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that upon start up for the day, the system showed "x-ray was disabled". Troubleshooting involved the site restarting the unit, upon doing this the site received "collimator error" on the screen. They were about to restart a second time when the manufacturer representative suggested for them to disconnect/reconnect the interconnect cable which let the system recover the error status. No patient was present at the time of the event.